Manufacturer narrative:
This is a combination product. (B)(4). Report source, foreign - event occurred in (B)(6). Pictures have been received. The reported event was confirmed as it can be seen that the inner cement pouch sealing is damaged and that cement powder leaked outside the inner pouch. The product analysis can't be performed as the product was not returned. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files. Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that 44 bone cement products were sent from the warehouse on february 3 for the experimental test of montagne (used to simulate the tensile and shear forces of knee joint products), and for 20 of the 44 products, the inner pouches leaked powder in total. As reported, the powder leaking products have been scrapped, and the customer service has reissued 20 packages of products with the same batch number. In addition, it was reported that no surgery was involved (i.e. R&d testing). No adverse event has been reported as a result of the malfunction.